Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. Reportedly, the pump shutdown due to normal battery depletion, and due to the pump battery not being charged by the customer. The pump was powered back on, and a manual injection was administrated to address high bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.